Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a translucent foreign material clogged in the air/water nozzle - however, the foreign material could not be further identified. As the user facility's performance of reprocessing was found to be in accordance with the instructions for use, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned a evis exera iii colonovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign material was clogging the nozzle. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during inspection.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material clogging the nozzle that could not be removed. It was indicated that if reprocessing was performed correctly, this issue could be due to buckling of the nozzle or a gap in the insertion section or boot. Additionally, air and water flow were insufficient due to the clogged nozzle. Upon further inspection, it was observed that the glue of the bending section cover was peeled off. It was also observed that the scope connector cover was damaged. Lastly, it was observed that the printed circuit stopper was broken. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.